Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported power issue could not be reproduced. Therefore, a definitive root cause could not be determined. Based on the results of the investigation, it is not possible to establish the root cause, as the power does not turn on. Even though the lamp is replaced, it does not turn on. Thus, we could not identify a probable cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for a diagnostic procedure, the halogen light source power did not turn on, and the lamp did not turn on after being replaced. The intended procedure was completed using a similar device. There were no reports of patient harm.